Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02988. It was reported that stent thrombosis and death occurred. In (B)(6) 2016, the target lesion was a chronically total occlusion of the right coronary artery. A perforation occurred during the procedure. The perforation was "contained with fat that was taken out from an incision in the groin and injected into the proximal rca". About 3 days later, a staged procedure was performed. The target lesions in the left anterior descending and diagonal arteries were treated with the implant of 2 promus premier¿ drug-eluting stents. The patient was compliant with prescribed antiplatelet therapy while hospitalized. The patient was discharged. The patient's compliance with antiplatelet therapy post discharge is unknown. About 3 days later, the patient presented with chest pain. Thrombosis was discovered. The lad was able to be opened; however, the patient died during the procedure. The cause of death was thrombosis.